Manufacturer narrative:
On september 13, 2024, misonix® llc., a bioventus® co., received a report of an event involving a nexus® wireless footpedal (p/n: 100-50-0000, s/n:(B)(6) that occurred on (B)(6) 2024, during neurosurgery. A serious injury to the patient or user was not reported. Medical intervention required to preclude serious injury was not reported; however, on (B)(6) 2024, misonix received confirmation of a delay in treatment greater than 15 minutes while the patient was under anesthesia. Specifically, it was reported while preparing the nexus® ultrasonic surgical aspiration system for surgery that the footpedal would not connect with the console and the console displayed a "ftsw connection lost" notification. The battery was replaced in the footpedal and troubleshooting steps were taken to pair the footpedal with the console but were not successful. The start of the surgery had to be delayed until a wired footpedal was connected to allow the surgery to be performed. There were no adverse consequences to the patient due to the delay. A review of all available post market surveillance data has not shown adverse trends related to this or similar events. The current frequency of occurrence is within the frequency in the original risk management report. There is no change to the residual risk or risk-benefit ratio. A review of post-market surveillance information for the nexus® wireless footpedal (p/n: 100-50-0000) did not show any significant adverse trends related to this or similar events. The current frequency of occurrence is within the frequency in the original risk management report. There is no change to the residual risk or risk-benefit ratio. The instructions for use manual (100-10-1000, revision k) for the nexus® ultrasonic surgical aspiration system contains the following warnings and cautions to mitigate delay in treatment and troubleshooting steps in the event of a fault/error: warning the nexus® ultrasonic surgical aspirator system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. Caution the system check should always be done in advance of preparing patient for surgery to minimize risk to patient in case of system malfunction. The IFU has instructions on footswitch connectivity and functionality. Refer to section 7.14 of the IFU. The nexus® system offers users a wireless footswitch option to activate its core functions (e.g., ultrasound, irrigation, and aspiration). The console monitors the communication with the footswitch at all times. If communication is lost an alert appears on the screen (see troubleshooting section 9.6 for wireless footswitch connection lost notification). The footswitch is powered with one "aa" alkaline battery. If the battery is low, an alert will appear on the screen. For battery replacement see section 11.3. The subject footpedal has not yet been returned to misonix for evaluation, therefore a thorough investigation could not be conducted. Upon return a full engineering evaluation will be completed to establish possible root cause of the non-conformance.

Event description:
On september 13, 2024, misonix® llc., a bioventus® co., received a report of an event involving a nexus® wireless footpedal (p/n: 100-50-0000, s/n: (B)(6) that occurred on (B)(6) 2024, during neurosurgery. A serious injury to the patient or user was not reported. Medical intervention required to preclude serious injury was not reported; however, on (B)(6) 2024, misonix received confirmation of a delay in treatment greater than 15 minutes while the patient was under anesthesia. Specifically, it was reported while preparing the nexus® ultrasonic surgical aspiration system for surgery that the footpedal would not connect with the console and the console displayed a "ftsw connection lost" notification. The battery was replaced in the footpedal and troubleshooting steps were taken to pair the footpedal with the console but were not successful. The start of the surgery had to be delayed until a wired footpedal was connected to allow the surgery to be performed. There were no adverse consequences to the patient due to the delay.